Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the customer and additional information was obtained about this event. The surgeon decided to convert to an open procedure because he encountered severe bleeding during dissection just prior stapling. Refer to the report under patient identifier 578811 for information related to the bleeding event. It was noted that an xi®/x¿ stapler 30 curved-tip-470530-8/t10210427-0008 was grasping the artery at the time of the reported issue. The surgeon reportedly had difficulty removing the stapler because it was not straightened prior to removal. No instrument removal tool was used, but the customer was not sure of how it was ultimately removed. The stapler was sent to get cleaned and sterilized. The same instrument was later used during an in-service training. During the in-service, the stapler was placed on one of the robotic arms and it started making a noise from inside the instrument housing. The instrument will reportedly be returned for failure analysis evaluation. The stapler 30 curved-tip instrument was received and evaluation was performed. Failure analysis investigations did not replicate nor confirm the customer-reported complaint of "stapler instrument housing was making noise after placing it on robotic arm/housing." The instrument was placed on a test system and was found to fail engagement. As a result, the instrument was unable to replicate or confirm the noise from the housing. The housing was removed and no broken pieces were found. Additional findings not reported by the site were also identified. The instrument was found to have an engagement failure. The instrument was placed on an in-house system and was found to fail engagement 5 out 5 times. A review of logs did not show any engagement failures. Visual inspection found the grip cable to be broken, likely causing engagement failure. The root cause was a broken grip cable. The instrument was found to have broken grip cable, broken at the distal end, likely causing engagement failures. Common causes of broken grip cables are typically attributed to component failures. The instrument was found to have a joint assembly broken. The carden joint was found to be broken at the joint assembly where the shaft and the shell are connected. As a result, the carden joint was separated from its original position. Common causes of broken joint assemblies are typically attributed to mishandling or misuse.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the xi®/x¿ stapler 30 curved-tip instrument for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Verification via procedure logs confirms the occurrence of a da vinci-assisted pulmonary wedge resection surgical procedure on the reported event date of (B)(6) 2022 using system (B)(4) matching the documented event details. During this procedure, usage of xi®/x¿ maryland bipolar forceps and xi®/x¿ stapler 30 curved-tip instruments were logged. The report submitted under patient identifier (B)(6) represents the report of possible system issue and procedure conversion to open surgery, while the report under patient identifier (B)(6) documents the investigation of the xi®/x¿ stapler 30 curved-tip instruments for a likely unclamping failure. This complaint is considered as a reportable event due to the following conclusion: the information provided is ambiguous and the xi®/x¿ stapler 30 curved-tip instrument may have encountered an unclamping failure. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, a recognition issue with the xi®/x¿ maryland bipolar forceps was experienced. According to the report, the instrument was unable to disengage from the arm. User indicated that "two clamp was used to pry the instrument from the arm." The instrument was never used in surgery. At the time of the event, the xi®/x¿ (B)(6)bipolar forceps and xi®/x¿ stapler 30 curved-tip instrument were installed into the arms. The xi®/x¿ stapler 30 curved-tip instrument was grasping the artery at the time of the issue. The initial information does not indicate if troubleshooting was performed. Due to unspecified reason, the surgeon made a decision and elected to convert the procedure to open surgery. No known impact or patient consequence was reported.